Event description:
It was reported that the customer experienced a few episodes of high blood glucose readings of 500 mg/dl and 578 mg/dl. Customer has also woken up twice with blood glucose readings of 20 mg/dl and 30 mg/dl. Customer reported feeling shaky and sweaty. Customer's recent blood glucose reading was 157 mg/dl. Customer declined to speak with the helpline. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.